Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, a nurse called in during surgery to report that the right controller of 1 of their consoles was not working properly. The nurse explained to technical service engineer (tse) that the surgery was continuing on the second console that was connected from the beginning. The nurse explained that the opto buttons are not sliding anymore. The tse checked the logs and no indications were found there. Most likely master tool manipulator (mtm) needs to be replaced. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) 2 involved with this complaint to perform failure analysis and the reported (mtm not working properly) was confirmed and replicated. The 23025 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found they would be related to the reported event. The mtm was then installed onto a pftp where sine cycle was found to be failing on the axis 2. Once testing was completed, the axis 2 motor and motor cable was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 2 motor and axis 2 motor cable was found to be the root cause of the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.